Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon ruptured and shaft break occurred. The target lesions were located in the left anterior descending (lad), proximal circumflex and obtuse marginal arteries. A 2.50mmx30mm emerge balloon catheter was advanced to dilate the circumflex artery. At a low atmosphere, the balloon ruptured and was removed from the guide wire. However, the physician did not realize that the balloon shaft had separated leaving 30mm of the shaft and the balloon in the circumflex artery. Unknowingly, the physician then advanced the non-bsc stent into the target lesion and because the radiopaque marker bands were still in the circumflex, the physician mistakenly thought it was the stent marker bands. The physician then inflated the non-bsc stent only to realize it was inflated in the guide catheter. The physician cannot remove the balloon shaft and was left in the circumflex and obtuse marginal arteries. The procedure was completed with a different device. No further patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: returned product consisted of emerge balloon catheter with no other devices. There was blood in the inflation lumen and wire lumen. Magnified inspection identified a complete circumferential tear in the balloon material 12mm from the proximal balloon bond. Microscopic examination of the balloon presented no irregularities in the balloon material that could have contributed to the damage. No proximal weld damage was found. The inner shaft was separated at the bi-component weld. The fracture face was stretched and jagged, which indicates that the separation was due to tensile overload. The inner shaft, markerbands, distal tip, and distal portion of the balloon where not returned for analysis. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured and shaft break occurred. The target lesions were located in the left anterior descending (lad), proximal circumflex and obtuse marginal arteries. A 2.50mmx30mm emerge balloon catheter was advanced to dilate the circumflex artery. At a low atmosphere, the balloon ruptured and was removed from the guide wire. However, the physician did not realize that the balloon shaft had separated leaving 30mm of the shaft and the balloon in the circumflex artery. Unknowingly, the physician then advanced the non-bsc stent into the target lesion and because the radiopaque marker bands were still in the circumflex, the physician mistakenly thought it was the stent marker bands. The physician then inflated the non-bsc stent only to realize it was inflated in the guide catheter. The physician cannot remove the balloon shaft and was left in the circumflex and obtuse marginal arteries. The procedure was completed with a different device. No further patient complications reported and the patient's status is fine.